Event description:
It was reported that arteriotomy closure the right common femoral artery was attempted using a proglide device after an interventional, superficial femoral artery angioplasty procedure. Reportedly, after the needle plunger was retracted no suture was present; a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glide, sheath: 6fr medtronic. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.